Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was displaying an ¿error 2¿ message during testing. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on may 23, 2017. The patient informed the mss that the alleged error message began to appear on (B)(6) 2017. The patient stated that he manages his diabetes with a combination of insulin (35 units of lantus once daily and an unspecified dose of humalog twice daily). During the follow-up call, the patient confirmed he was unable to test his blood glucose for 2 days due to the alleged meter issue but denied making any changes to his usual diabetes management routine. The patient informed the mss that 2 days after the alleged issue began, he ¿threw up¿ after eating pizza. The patient claimed he thought he had high blood glucose but was unable to check his blood glucose due to the error message appearing. The patient reported treating himself with insulin but later ¿passed out¿. The reporter claimed the emergency medical services were contacted for assistance and he was treated with sugar water on their arrival. At the time of troubleshooting, the customer service representative (csr) noted the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr confirmed the alleged error message was reproduced when the power button was pressed. The subject meter was replaced and requested back for investigation. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly received health care professional (hcp) treatment for an acute low blood glucose excursion after the alleged meter issue began.